Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.